Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke on one end. During the sphincterotomy, the technician said that the handle was loose when she tried bowing it. The tome was removed, the technician saw that the cutting wire was disconnected on one end. No part of the device detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.